Event description:
On 1/20/94 at 1210 the intra-aortic balloon was inserted via right femoral past CABG procedure. On 1/20/94 at 1730 iab was removed secondary to rupture. Bp stable. No further procedures required. Co's pump in use.